Event description:
An infusion pump with a failure code 703. Information was not provided regarding whether or not this even occurred during patient use. No patient injury or medical intervention reported.